Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. A getinge field service engineer(fse) evaluated the unit. Fse found helium leakage test failed >20psi. Re-assembled the regulator of helium. Problem solved. Helium leakage test passed. Functional check according factory specifications. Return machine to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) unit helium leakage was detected. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.